Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007; 429878 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A temporary single chamber implantable pulse generator (ipg) and right ventricular (rv) lead were implanted until the infection cleared. A new crt-d system was reimplanted three days later. No further patient complications have been reported as a result of this event.